Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited noise. Programming changes were made on 5 sep 2024. There were no patient consequences.